Event description:
It was reported that a user experienced sustained hyperglycemia after an infusion set change with the ilet system, with a highest reported blood glucose of 545 mg/dl and device alerts for prolonged high glucose; the user inspected the 6 mm, 23-inch teflon inset, then changed the site per troubleshooting, and glucose was impacted. Symptoms included hyperglycemia without reported ketone testing, backup therapy, medical intervention, or acute complications. Outcomes included temporary impairment of glucose control without hospitalization. Investigation included user interview, guided troubleshooting of the infusion set and site, and follow-up attempts. Investigation of this case revealed no device malfunction identified during troubleshooting and an unclear cause of the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.